Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced the power strip and mounted all power strips to wall and off of floor. Fse installed a cover over the floor drain and drilled holes for tubing to eliminate splashing from the drain. Fse moved consoles and other peripherals as far from di (deionised) water canister as setup would allow. Instrument was powered up and operation was verified. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that their surge protector became wet and started to smoke. The customer shutdown the instrument and unplugged the power strip and ups. The customer did not know whether the water came from the unicel dxc 600 pro synchron clinical system or an external source. No injury was reported and no erroneous results were generated.